Event description:
When attempting to remove nephrostomy tube from left kidney, a piece(s) of the tube broke off and remained in the cavity. Attempts were made to retrieve the pieces, but some may still be retained.